Event description:
A physician reported a pt who was implanted into the nasolabial folds on 1-12 1998. The physician believed the placement was adequate into the subdermis. Standard post operative cipro and zovirax were prescribed for 10 days. Approx five days post operatively, the pt removed the sutures himself without med instruction to do so. Two days after suture removal, the physician examined the pt and observed an opening at the superior portion of the left nasolabial fold. She noted the end of the implant extruding from the opening. On that date, she cleaned the area with a topical antibiotic solution into the lumen of the implant and applied salicylic acid. She ensured that the lumen was open and tucked the end of the implant back into the subdermis. She applied "superglue" and sutures to the area. The week of 2-2 1998, the pt manipulated the left nasolabial site. When seen, the sutures were out and no "superglue" was noted; the pt had removed them. The implant was half way out of the implant site, so the physician removed it. She prescribed an oral antibiotic as well as intramuscular ancef and gentamycin. She observed no signs or symptoms of infection.